Event description:
It was reported high amplitude was required at the initial programming session in 2007. The patient received satisfactory coverage. Impedance readings were satisfactory initially. During a second check of impedance readings, impedances changed to > 4000 ohms using a combination of electrode 1 and 3. All other readings were within normal limits. The device was reviewed one month later. The same settings were used. The neurostimulator showed 45-90% used. Impedance readings were >4000 ohms on contacts 1 and 3. Other readings were within normal limits. The device was reviewed two months later. The neurostimulator reading showed 70-90% used. Impedances were within normal limits on all combinations. The device was reviewed again. The following year, the neurostimulator battery reading was low and defaulted to factory settings. The patient experienced a loss of effect. The patient was added to a waiting list for neurostimulator replacement. The patient is elderly. The patient underwent general anesthetic due to neurostimulator fault. The neurostimulator was explanted. It was reported the patient had an infection. Refer to manufacturer report 9614453-2008-04998 for details about the infection.

Manufacturer narrative:
The neurostimulator and extension were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.